Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of one nc euphora coronary balloon catheter, inflation difficulties and deflation difficulties were observed. The device was inspected prior to use with no issues noted. Negative prep was performed with no issues noted. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. Inflation difficulties were noted during balloon inflation. It was also noted that the device would not deflate at the lesion site. The device had to be pulled back through with a guide wire. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the patient was being treated for an anterior st-elevation myocardial infarction (stemi) in the mid left anterior descending (lad) artery. Initially the balloon was not inflating smoothly, but it was possible to inflate, after prepping the balloon, at 8-10 atm pressure. Then on deflation attempt the balloon would not deflate despite multiple attempts and multiple balloon prepping. The balloon got stuck. It was possible to rescue the situation by dragging that inflated balloon into a 6fr ebu 3.5 guide catheter, and the whole system was removed safely with the guide catheter. An attempt was made to deflate the balloon outside the patient body but the balloon would not deflate. It was believed that the balloon was stuck badly as if it was glued together. It was not possible to create negative suction in the balloon. The patient tolerated the procedure well. The event caused iatrogenic stemi in the lad artery after rescuing the lad from ischemia, secondary to anterior stemi. No further patient complications have been reported as a result of this event. Sections b.1, b.2 and h.1 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon return of the device, the balloon was observed to be in a partially inflated state with contrast visible within the balloon. The proximal balloon bond and inflation lumen showed evidence of necking. Due to the condition of the proximal bond and inflation lumen, deflation testing could not be performed. No other deformation evident on the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.